Manufacturer narrative:
Concomitants: 300-30-12 - equinoxe preserve stem 12mm: (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0: (B)(6). 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6). 320-15-01 - eq rev glenoid plate: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-20-00 - eq reverse torque defining screw kit: (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm: (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm: (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm: (B)(6). 321-20-00 - equinoxe reverse shoulder drill kit: (B)(6). The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 45 months after a total shoulder replacement procedure, the patient has experienced prosthesis wear, detachment of device and pain. No further issues or complications were reported. No device return. No additional information is available.